Event description:
It was reported to boston scientific corporation that in 2009, an ultraflex esophageal stent was used during an esophageal stenting procedure performed on a male pt. According to the complainant, after completing the procedure and withdrawing the delivery system out of pt, he examined the stent by endoscope and observed that a portion of the cover of the stent was torn. He thought that the lesion could possible penetrate through the tear. Therefore, another ultraflex covered stent was successfully placed within this stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.